Manufacturer narrative:
Additional information: d10, h3 plant investigation: though the sample was initially reported to be discarded, a complaint device from the reported lot was returned to the manufacturing facility for evaluation. During visual inspection of the device, a crack was observed in the tapered connection on the arterial (patient) side of the device. During functional testing of the device, a release of 15 pounds per square inch (psi) was applied to the device while it was submerged in water for a period of 10 minutes, and air bubbles were produced. The crack identified during investigation was present on a component which comes from a supplier, and a supplier notification form was filed. The device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the crack identified in the connector, and the air leak that occurred during functional testing, the investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that a combi set blood leak occurred immediately after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly coming from the luer lock connection on the combi set. The machine, a fresenius 4008s machine, did not alarm. Blood leak test strips were not used. During pre-treatment setup, the luer lock was tightened, and its connection was reported to be secure. Upon further inspection of the luer lock after the incident, it was reported that the threading on the connection looked ¿tight¿ [sic]. As soon as the blood leak was observed, treatment was halted, and the patient was set up with new supplies on the same machine. The patient¿s estimated blood loss (ebl) was approximately 2 ml. The patient completed their treatment, and it was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was not available to be returned for evaluation as it was reportedly discarded.